Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported right side bilaterally "tender", "pulling" and "won't move". Patient additionally reported capsular contracture, baker grade unknown, and pain. Device remains implanted.

Event description:
Healthcare professional confirmed capsular contracture, baker grade iii.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 17/jul/2014. Device evaluation: analysis of the returned device identified: weight to specifications, yellow and brown particles in the shell, creases fold and deformation device. Gel observed to be cloudy after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, changed, and/or corrected data: b.5, d.6b, d.9, g.2, h.3, h.6.

Event description:
Patient reported "lump on right breast". Healthcare professional reported exchange from textured to smooth implants due to the patients concerns with the product. Device has been explanted.